Event description:
In speaking with a home pt's (hp) spouse, they mentioned to baxter's quality assurance dept (qa) that they had an incident last month while setting up for pt's automated peritoneal dialysis (apd) therapy on a homechoice machine. Reportedly, hp's spouse accidentally spiked through the port of a supply bag during connection of the supply bag to the supply line of the homechoice set. In an endeavor to fix the issue, hp's spouse discarded the bag with the punctured port, and connected a new supply bag to the same supply line. Apd therapy was completed this way. No pt injury or medical intervention was associated with this incident per hp's spouse.